Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(6) 2008 to investigate the event. The fse found the customer had routed the aspirate peri-pump tubing incorrectly to the aspirate probes. This caused the lower peri-pump tubing to wear out and create a cut in the tubing from rubbing against the pipettor z motor. The wear in the tubing did not allow the aspiration through probe #1. The fse replaced all probes and peri-tubing and then performed a system check which had falling results. The fse performed a preventative maintenance (pm) on the analytical module. After the pm the fse performed a system check and resulted with substrate fliers. The fse primed the system and repeated the system check and it passed. The fse then ran quality controls for all assays which had results that met customers specs. Hardware issues is the root cause for this event. MDR # 2122870-2008-203 documents the results for pt 1. This is five of five separate MDR reports replated to five pt events associated with a single malfunction report. Reference MDR numbers: 2122870-2011-02417, 02418, 02419 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneously elevated accutni (troponin I) results in the risk stratification range for five pts. The results were generated on the unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and the results were negative. The initial results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any med intervention to prevent serious injury.